Manufacturer narrative:
All buttons function properly. Moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump received with scratched lcd window, cracked lcd window at bottom side corner, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed button error. The last blood glucose reading was 568mg/dl and he has not treat. The caller mentioned that a crack on his screen was noticed a week ago, but he did not know how it happened; he believes that perspiration may have seeped into it. The customer mentioned being in a field trip three hours away. Advise the customer to discontinue the use of the device and revert to back up plan. Then the mother called to see what can be arranged as far as treatment or medical assistance. Attempted to call the customer several times to confirm if he received medical assistance with no results, but the mother stated that the director of the field trip want to take the customer to the hospital to get syringes. At the end of call the mother stated that the customer was taken to the local fire department to receive just syringes. No further information was provided.